Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file was investigated for the procedure on (B)(6) 2013. The operator selected procedure 3, a 7.7e11 platelet yield collection. At 12 minutes, the operator made 1 'return flow down' adjustment. At 13 minutes, the system detected an 'access pressure too low' alert. At 23 minutes,the operator made 3 'draw flow down' adjustments. At 24 minutes, the system detected an 'access pressure too low' alert. There were no updates to the donor's information throughout the entire run. At the end of the 50 minute procedure, the trima accel system displayed the following message: 'label the platelet product as leukoreduced'. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Signals in the run data file do not indicate a conclusive cause for the greater than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It also cannot be ruled out that a sampling, calculation, or other processer or may have contributed to the higher than expected wbc content in the platelet product. The machine is safe to use.

Event description:
There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. The disposable set was unavailable for return and evaluation because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the elevated wbc count that the customer experienced.

Event description:
Donor unit #: (B)(6).